Manufacturer narrative:
The device returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.

Event description:
It was reported that the service technician found during routine maintenance that the unit has heat failure. There was no patient involvement or adverse consequences related to this event.